Event description:
The patient was undergoing a transcatheter aortic valve replacement via subclavian artery access. During balloon inflation, despite emptying of injection syringe, the balloon did not inflate. The procedural team then saw blood returning into the inflation device suggesting that the balloon had ruptured at some point during valve delivery.   The procedural team attempted to retrieve the valve through the sheath but it could not come back into the sheath. They were able to bring the valve into the subclavian artery but were unable to retrieve the valve as it appeared to have become stuck in the subclavian artery. The procedural team then performed a cut-down procedure of the subclavian artery to retrieve the valve. Stents were placed in the artery to repair the area where the valve was retrieved. The patient was slow to awake after the procedure and the patient was noted to have left sided weakness. A head CT was performed and an embolic stroke was revealed. Manufacturer response for transcatheter aortic valve, sapien 26mm valve with commander system (per site reporter): no response from the manufacturer as yet.